Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number lmm924, and no non-conformances related to the reported complaint condition were identified. A detached and a paper lid of product code j339, lot # lmm924 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and slightly marks by use of a surgical instrument could be observed on the body needle. No remnant of the suture was observed into the barrel hole and the suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿the needle was detached from the suture during use in the patient¿s body.¿ additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No further information is available. Lot number lmm924. No further information will be provided.

Event description:
It was reported that the patient underwent a laparoscopic total cystectomy procedure on (B)(6) 2019 and suture was used. The needle detached from the suture during use in the patient¿s body. It was not a control release needle. The needle was found finally. The procedure was extended for 60 minutes. There were no adverse consequences to the patient.